Event description:
The stent (subject device) was used in the medical procedure. However, the subject stent encountered resistance within the shaft of the microcatheter and could not be advanced further. The physician then tried to retract the delivery wire, during which the stent deployed at the distal end of the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.